Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. When deploying the device, a link break occurred. It was reported that when the physician attempted to remove the device, the device could not be removed. The foot of the device was opened and closed but still the device could not be removed. The physician visualized the groin under fluoroscopy in an attempt to check the location of foot. The device was advanced and the foot ws opened and closed again. It was reported that the device could be removed; however resistance was encountered. It was discovered that the foot of the device was not completely closed. Arteriotomy closure was achieved with manual compression. It was reported that the pt was "ok".